Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection of the endocardium with small vegetations in the tricuspid and mitral valves. It was noted that the bacteremia was caused by gram-positive bacteria. Preoperative diagnosis revealed evidence of venous thrombosis and fibrosis. It was also noted that the patient initially complained of back pain and a possible respiratory infection about a month ago with an intermittent fever over the last week. Rounds of antibiotics was administered with no signs of relief in symptoms. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.